Event description:
Literature: heetla hw, staal mj, kiphuis c, van laar, t. The incidence and management or tolerance in intrathecal baclofen therapy. Spinal cord 2009; 1-6. Summary: this article presents a retrospective study long-term follow-up study was performed to quantify tolerance (a yearly increase of at least 100 mcg baclofen to maintain effect) in a cohort of all patients implanted between 1991 and 2005 with at least one year of follow-up with a minimum of one visit every six months which included ashworth ratings, dosing data of baclofen and dosing data of co-medication, as well as drug-related side effect reporting. The study also described the strategies to treat tolerance. Moreover the long-term drug related side events were described. Reported event: two patients experienced catheter leakage resulting in an unscheduled revision. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.